Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's (child of (B)(6) years) adc freestyle libre sensor detached after 9 days of wear and he/she subsequently experienced symptoms of hypoglycemia. Customer was incapable of self-treating and was treated with fruit juice and crackers by his/her mother. No further treatment was reported. There was no report of death or permanent injury associated with...

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. D1 brand name was incorrectly reported as 'freestyle libre 14 days' on initial report. Correct brand name is freestyle libre 14 day. Section has been updated appropriately.

Event description:
Customer's (child of 12 years) adc freestyle libre sensor detached after 9 days of wear and he/she subsequently experienced symptoms of hypoglycemia. Customer was incapable of self-treating and was treated with fruit juice and crackers by his/her mother. No further treatment was reported. There was no report of death or permanent injury associated with

Event description:
Customer's (child of 12 years) adc freestyle libre sensor detached after 9 days of wear and he/she subsequently experienced symptoms of hypoglycemia. Customer was incapable of self-treating and was treated with fruit juice and crackers by his/her mother. No further treatment was reported. There was no report of death or permanent injury associated with.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.